Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed. Additionally, it was reported that the wall adapter did not fit into the usb cord. There was no reported impact to customer¿s blood glucose. A replacement usb cable was sent to the customer.